Event description:
During prep of the 3.0 x 28 cypher, the physician attempted to flush the stent and noticed the hub was cracked. The product was not used in the patient.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.